Event description:
There was no patient involved in this event. Device switches on automatically when pad-pak inserted.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 24th july 2013 and performed to specification, alongside random manual power ons, up to the 24th may 2015. Between the 24th may 2015 and the final history log entry on the 20th august 2015 the device records multiple manual power ups of varied duration. The device recorded nonsensical date and time data for multiple power ons on the 28th may 2015. The device failed a self-test due to a real time clock error during this time. The returned pad-pak was installed and the device was power cycled and passed a self-test however no status led was active throughout. The device then switches itself on automatically, this confirms the reported fault. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off with no warnings given however no status led was present throughout. The device was disassembled for investigation. Upon visual inspection of the printed circuit board and the membrane tail corrosion was found. Investigation found the reported fault can be attributed to corrosion on the printed circuit board and membrane tail due to moisture ingress. The corrosion on the j11 connector and the membrane tail would have caused the device to switch on automatically, no active status led and no active status led. The intermittent failure of the real time clock was also likely caused by moisture ingress around the coin cell.